Manufacturer narrative:
The mayfield infinity skull was returned for evaluation: failure analysis - the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. Unit received with the lock having rotational and lateral movement and a residue buildup was present. The pediatric rocker arm assembly, the case and adult rocker arm assembly were also missing from the unit. General maintenance and cleaning were performed and new components were added to replace worn internal parts. Root cause - complaint confirmed via inspection of the unit. The lock had rotational and lateral movement and a residue buildup was present. Unit is beyond integra¿s 7 years recommended life cycle (manufactured 2006), thus required preventive maintenance and replacement of worn parts as a result of routine wear and tear. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the mayfield infinity skull clamp was slipping. No patient injury or surgical delay has been reported.